Manufacturer narrative:
Inspected two opened/used reservoirs performed pre-fill reservoirs test. One of two reservoirs failed per inspection found reservoir transfer guard needle loose. The remaining transfer guard needle passed per inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had issues with multiple reservoirs when she tried to fill them with insulin. When she pulled the transfer guard off of one reservoir the needle from the transfer guard came out with it. The second reservoir had air bubbles that she could not get rid of. She kept pushing insulin back into the insulin vial and refilling the reservoir again but the air bubbles kept coming back. She then tried to remove the reservoir from the transfer guard and all of the insulin came out of the reservoir on its own. Proper filling method protocol was discussed. The reservoirs will be returned for analysis and two replacement reservoirs were shipped to the customer.